Event description:
It was reported that the patient experienced coupling and/or communication issues with the recharger. The highest value able to be obtained when using the antenna locate feature was 60. The patient was able to get all eight coupling bars on (B)(6) 2011, but the coupling issue occurred occasionally. The manufacturer representative was not able to get any coupling bars. It was later reported that an antenna locate assessment measured a range from 30-50. Fluoroscopy confirmed on (B)(6) 2011, that the patient's implantable neurostimulator had flipped. The device was subsequently flipped back into position by pinching the pocket and turning the device. It was then, possible to obtain eight bars of coupling and charge the device. A surgical revision was to be performed to suture the device in place. But, the date of the procedure was not known as of the date of this report. No further patient symptoms or outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).